Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. During the replacement procedure, insulation damage was identified on the lead. The physician repaired the defect using medical adhesive and secured the area with a suture sleeve. Following the repair, the lead functioned appropriately. The patient remained stable throughout the procedure.